Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed motion sensor test failure. It was also reported that there were some more of the alarm in the insulin pump's alarm history. The customer¿s blood glucose level was normal and did not require medical treatment. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed rewind test, basic occlusion test, prime test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery. Unable to verify motion sensor test failure alarm due to motor error alarm. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing.